Manufacturer narrative:
(B)(4). The lot was manufactured from january 06, 2015 to january 07, 2015. Visual inspection revealed a white fiber in the reservoir of the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white fiber in the balloon. This was identified after the device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.